Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in a 40-year-old female patient who had essure (batch no. B61396) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included stress incontinence, female on (B)(6) 2014, vaginal discharge and urinary incontinence. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2014, the patient experienced rash ("rashes"), fatigue ("fatigue"), mood swings ("mood swings") and skin disorder ("skin condition"). In 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches"), migraine ("migraine") and visual impairment ("vision problems") and was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced gastrointestinal disorder ("gi conditions"), 2 years 3 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain / low back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hypersensitivity ("claimed allergy"), allergy to metals ("allergy : nickel - diag. Post-essure"), metrorrhagia ("metrorrhagia (bleeding between periods)") and alopecia ("hair loss"). The patient was treated with surgery (ablation and d&c and salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, back pain, dyspareunia, dysmenorrhoea, hypersensitivity, allergy to metals, rash, metrorrhagia, vaginal haemorrhage, fatigue, alopecia, headache, migraine, weight increased, visual impairment, mood swings and skin disorder had resolved and the gastrointestinal disorder had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hypersensitivity, menorrhagia, metrorrhagia, migraine, mood swings, pelvic pain, rash, skin disorder, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: patient received treatment for pain, allergy, she had received treatment vitamins for hair loss. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 9-oct-2019: pfs received: new events"(mood swings, vaginal bleeding, lower back pain rash and skin disorders)" lot number, patient demographic details, reporters added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), metrorrhagia ("metrorrhagia (bleeding between periods)"), hypersensitivity ("claimed allergy"), fatigue ("fatigue"), alopecia ("hair loss"), gastrointestinal disorder ("gi conditions"), headache ("headaches"), migraine ("migraine"), visual impairment ("vision problems") and allergy to metals ("allergy: nickel - diag. Post-essure") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, dyspareunia, dysmenorrhoea, back pain, metrorrhagia and hypersensitivity had resolved and the fatigue, alopecia, gastrointestinal disorder, headache, migraine, weight increased, visual impairment and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hypersensitivity, menorrhagia, metrorrhagia, migraine, pelvic pain, visual impairment and weight increased to be related to essure. The reporter commented: patient received treatment for pain, allergy, diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2014: essure confirmation test (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: previously reported event injury were updated to new events pelvic pain, abdominal, dyspareunia (painful sexual intercourse), dysmennorhea (cramping),back pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding between periods),allergy, fatigue, hair loss , gastrointestinal conditions, headaches, migraine, weight gain,vision problems. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in a 40-year-old female patient who had essure (batch no. B61396) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included stress incontinence, female on (B)(6) 2014, vaginal discharge and urinary incontinence. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2014, the patient experienced rash ("rashes"), fatigue ("fatigue"), mood swings ("mood swings") and skin disorder ("skin condition"). In 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches"), migraine ("migraine") and visual impairment ("vision problems") and was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced gastrointestinal disorder ("gi conditions"), 2 years 3 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain / low back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hypersensitivity ("claimed allergy"), allergy to metals ("allergy : nickel - diag. Post-essure"), metrorrhagia ("metrorrhagia (bleeding between periods)") and alopecia ("hair loss"). The patient was treated with surgery (ablation and d&c and salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, back pain, dyspareunia, dysmenorrhoea, hypersensitivity, allergy to metals, rash, metrorrhagia, vaginal haemorrhage, fatigue, alopecia, headache, migraine, weight increased, visual impairment, mood swings and skin disorder had resolved and the gastrointestinal disorder had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hypersensitivity, menorrhagia, metrorrhagia, migraine, mood swings, pelvic pain, rash, skin disorder, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: patient received treatment for pain, allergy, she had received treatment vitamins for hair loss. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.